Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.